Event description:
It was reported that the system powered down in the middle of a tomo sweep, causing the patient to be re-exposed. It was determined that the c-arm movements were jerky and she was getting errors. After recalibrating the c-arm and resetting rotational pot, the system is working as intended.